Event description:
It was reported via repair work order that the base of the cot would not lock due to a missing retaining post. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.